Manufacturer narrative:
Evaluation by a third party service center could not confirm the reported complaint. An investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message indicating that it was not charging from the power supply unit (psu). There was no harm or injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. If further information becomes available, a supplementary report will be submitted. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message indicating that it was not charging from the power supply unit (psu). There was no harm or injury reported as a result of the event.